Manufacturer narrative:
Concomitant medical products: 694765 lead implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead had fractured. The rv lead was capped and replaced. Additionally, it was reported that when the physician was sewing up the pocket at the end of the rv lead revision procedure the physician damaged the left ventricular (lv) lead¿s insulation. The lv lead was then capped and replaced. No patient complications have been reported as a result of this event.